Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, a non-emergency procedure was completed by moving patient to another room. A philips field service engineer (fse) went onsite and analysed the system log files, which indicated a system interface board (sib) fault occurring during exposure. Further diagnostics revealed that the exposure led remained illuminated after release of the exposure hand-switch. The fse replaced the sib. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.